Event description:
The lay reporter contacted lfs alleging that the pt's lancing device, the threads were stripped/ damaged on the one touch lancing device. The pt first noticed the issue on (B) (6) 2010. Since then, the pt has been unable to test their blood glucose. The pt mentioned that on (B) (6) 2010, at an unspecified time, the pt experienced frequent urination and ended up increasing their insulin. The pt did not seek any further medical attention or contact their physician for assistance. This was not the first time the product was being used. The lancing device was replaced. The complaint is being reported since the reporter alleged that due to the damaged lancing device, the pt was unable to test and developed symptoms suggestive of hyperglycemia and had to self-treat with an increase dosage of insulin.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.